Manufacturer narrative:
Supplemental report submitted as a duplicate report was found. Please see related report number 2015691-2024-00258 for additional information.

Event description:
Edwards received notification from a field clinical specialist that a patient with 29 mm sapien m3 valve implanted for approximately 11 months in the mitral position, underwent a tmvr with a 29mm s3ur due to halt and central regurgitation.

Manufacturer narrative:
The complaint device (sapien m3 valve - model 9880tfx29m) is not sold or marketed in the us; however it is deemed similar to the (sapien 3valve - model 9600tfx29)). The PMA/510k field will be blank.the investigation is in progress, a supplemental report will be submitted. H3 other text : device remains implanted

Event description:
Edwards received notification from a field clinical specialist that a patient with 29 mm sapien m3 valve implanted for 11 months, underwent a tmvr with a 29mm s3ur. Tte echo 5 days prior to intervention, showed a sapien m3 valve with no regurgitation. The mean gradient is elevated at 18 mmhg. The mean gradient is increased when compared to prior study. Per the medical records, the patient was admitted with acute on chronic heart failure with reduced ejection fraction, nyha iii, and severe mitral stenosis with halt and restricted leaflet motion. The patient underwent viv tmvr with a 29mm s3ur via right transfemoral approach. There was no pvl, and the mean gradient was 3 mmhg. The asd was closed. The patient tolerated the procedure well and was transferred to the ccu in stable condition.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6.